Manufacturer narrative:
This event was reported inadvertently. During a follow-up, it was determined that the customer's alleged issue (pump software did not accurately adjust the amount of insulin delivered) was caused by customer accidentally turning off the pump feature; the pump was functioning as intended. This event was reported inadvertently. During a follow-up, it was determined that the customer's alleged issue (pump software did not accurately adjust the amount of insulin delivered) was caused by customer accidentally turning off the pump feature; the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to complete troubleshooting; however, no response was received.